Event description:
The caller reported that the cuff on the tracheostomy tube blew out after being in the patient for a short time (several hours). The patient was re- intubated without incident. Thee is no tracheostomy tube to return.